Event description:
The account stated that the architect anti- hbs reagent has generated false positive results. The account stated that they tested 400 staff health check samples and about 11 samples that previously showed negative results were now showing positive results. The 11 patients did not have a vaccine vaccination. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Results: (no deficiency with the product was determined). Correction, in the initial MDR, the account stated that there were 11 suspected false positive results. The account further clarified that there were 4 false positive patient results. As no returns materials were available from the customers laboratory the performance of the architect anti-hbs reagent 7c18-25 lot 89009lf00 was assessed using an in house retained sample of this lot. Investigation testing involved the generation of calibration curves per the architect anti-hbs reagent package insert on one architect instrument. One replicate of each level of architect anti-hbs controls were tested per run to assess calibration curve validity. The result of each specimen replicate was evaluated against specified limits. All results met the specified limits i.e. No reactive results were observed which demonstrate that this reagent is performing acceptably. In addition to the investigation testing performed, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to our customers. No anomalies were reported and all kit release specifications were met. A review of customer complaints did not identify any adverse trend for the architect anti hbs product or this lot number and no other complaints of a similar nature have been received for this lot to date. We have directed the customer to the architect anti-hbs reagent package insert limitations of the procedure section for review. Based on our investigation, we have determined that architect anti-hbs reagent 7c18-25 lot 89009lf00 is performing acceptably. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint.